Event description:
The manufacturer received information alleging a ventilator service required error code was found during maintenance on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. The trilogy evo was being evaluated at a third-party service center for evaluation when the issue occurred on the device, during the evaluation it was noted that an error code, battery not charging fault, was observed on the device's error log. The third-party service technician evaluated and found the detachable battery had caused the reported issue to occur on the device. In conclusion, the device's detachable battery needs replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the air foam inlet filter, particulate filter, and muffler assembly were replaced for preventative maintenance unrelated to the reportable issue.